Manufacturer narrative:
Demographic information of the individual who got stuck during this event was not provided by the site. No patient was involved. Device lot # was not provided by the site representative and the instrument has not been returned. Therefore, lot # and device mfg date are not available as the mfg is dependant on knowing the lot #. The tap has not been returned for evaluation. The site was provided with the field correction notification and updated instructions for use which instruct the user not to use clogged taps or attempt to clean them with a wire. This device is included in the medical device field correction notification, "potential for user injury ¿ medtronic navigated cannulated taps" (may 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A site sterile processing departement (spd) representative reported that there were multiple spine instruments involved in a quick turn and during the cleaning process the staff member was handed a k-wire to remove bone from a cannulated tap. The staff member poked their finger from this incident while trying to clean the tap out. Site rep was unable to provide further details.